Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a male patient, who had blood vessel prosthesis (y-shaped) implanted before, was to undergo urgent evar for impending rupture of aaa. Since the user felt something wrong right after insertion of the delivery system from the right fa, he removed the delivery system from the patient. Then, he noticed that the tip of the sheath was damaged (frayed). Though he suspected that the damage was caused by previously implanted blood vessel prosthesis, recorded perspective image revealed that the event occurred prior to reaching to the implanted position. It could not be determined when the tip was damaged because the device was not examined in detail during preparation in such an urgent situation. Then, gore's ctag was used instead. Ctag could be advanced to the target site and the stent graft was placed to treat impending rupture successfully. The patient was transferred to his hospital room with no problem. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: based on the limited information provided it was not possible to determine the root cause of the reported event. Possible root causes of the event is high friction through previously placed stent graft or access vessel calcification. No evidence was found to suggesting that the device was manufactured outside of specifications. The distal part of the sheath is 100 % inspected according to specifications. As per IFU, the user should inspect the device prior to use. In case damage has occured as a result of transportation, the product should not be used and instead returned to cook. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.